Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of deflation was received on june 13, 2025, with catalog number mcghan 210. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination total of the valve (adhesive failure) no additional observations performed on the device. No further actions are required.